Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, a balloon rupture occurred. The 100% stenosed chronic total occluded lesion being treated was located in the moderately tortuous left superficial femoral artery (sfa). The 2.0x20mm 143cm sterling es balloon was inflated 6 atm, and the balloon ruptured on the first inflation. The procedure was completed with a sterling es mr 3.0x20mm balloon. No patient complications were reported and patient status is good.